Manufacturer narrative:
E2: health professional - (blank) and e3: occupation - no information provided the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had visual artefacts (lines and green color on tv) when the video cable coming out of the palette was moved. The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, g3, g6, h2, h3, h4, h6 and h11 three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed, the device had horizontal lines on the image. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dents on edge, multiple cracks on the video connector, and light transmission 31/34 failed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had visual artifacts (lines and green color on tv) when the video cable coming out of the palette was moved. The issue occurred during the procedure. There were no reports of patient harm.